Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer had high blood glucose of 560 mg/dl. Customer's blood glucose at time of call was 413 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer's father reported the buttons were unresponsive, was unable to clear the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the down arrow button, escape and act buttons. The lcd connector was inspected and no anomaly was noted. The insulin pump functioned properly and passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.